Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 514 (mg/dl) approximately 2 weeks ago. Reportedly, customer stated that they are new to pump therapy, and they reached out to their health care provider who adjusted their basal settings.